Manufacturer narrative:
There are no previous complaints on the device related to the issue. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the pump failed psi test >38psi (40psi). The recalibration from 340 to 365 confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 09/26/2024, znyo medical received a report that during the preventive maintenance (pm), had failed psi test >38psi (40psi). No report patient was involved.

Manufacturer narrative:
Previously filed MDR# 3006575795-2024-00953 is a duplicate of MDR# 3006575795-2024-00612. Refer to 3006575795-2024-00612 for event details. Reference to complaint #: (B)(4).